Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified IV (intravenous) tubing set had a connection issues while being used with a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. It was further reported the spike of the unspecified access set dislodged from the tpn bag after being primed which resulted in the tpn not being able to be used. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.